Event description:
Per the clinic, the patient experienced recurrent skin inflammation and skin overgrowth at the abutment site. The patient was then placed under general anesthesia for a revision surgery on (B)(6) 2025 in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.